Manufacturer narrative:
The trigl reagent lot number was 766131. The expiration date was not provided. The chol2 reagent lot number was 746284. The expiration date was not provided. The ldl reagent lot number and expiration date were not provided. The field service engineer (fse) checked the rinse station and found rust which was consistent with an improper movement of the rinse unit. He adjusted the water rinsing for the cuvette washing station and decontaminated the reagent and sample probe. He then replaced the kit and the pump and cleaned the valve. The fse then performed a mechanism check and found no water splashing. Precision studies and qc were performed and they were within specifications. The root cause was due to improper movement of the cuvette washing station and splashing cuvette washing station nozzles. The service actions (adjusting the water rinsing for the cuvette washing station, decontaminating the reagent and sample probe, replacing the kit and the pump, and cleaning the valve) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with triglycerides (trigl) assay, cholesterol gen.2 (chol2) assay, and ldl assay and 1 patient sample tested with trigl assay on a cobas c503 analytical unit. Sample 1 (patient 1): trigl: initial result: 400 mg/dl. Repeat result: 163 mg/dl. Chol2: initial result: 476 mg/dl. Repeat result: 267 mg/dl. Ldl: initial result: 296 mg/dl. Repeat result: 159 mg/dl. Sample 2 (patient 2) was tested on (B)(6) 2024: trigl: initial result: 334 mg/dl. Repeat result: 177 mg/dl. The customer questioned the initial results and they did not match the patients' previous results and repeated the samples. No questionable results were reported outside the laboratory.